Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she has been experiencing low blood glucose while sleeping at night since (B)(6) 2015 and was also low the morning of the call. Blood glucose at the time of the incident was 20 mg/dl which she treated with sugar and orange juice. Customer stated that the doctor adjusted the night basal rates on (B)(6) 2015. Current blood glucose was 130 mg/dl. Troubleshooting was done and the customer was advised the insulin pump is working as designed. Customer would discuss the issue with the doctor.